Manufacturer narrative:
Device evaluated by MFR: p select ous mr 32 x 2.75 mm, catheter was returned for analysis. Visual examination identified that the stent had been detached from the delivery system and not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break. The bumper tip was not returned for analysis. The balloon was not returned for analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break at 137cm distal to the distal end of the strain relief. The stent od (outer diameter) at the time of manufacturing was 0.0400" which is within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 12-oct-2023. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 2.75 mm x 32 mm promus premier select was advanced for treatment. During the procedure, the stent could not cross the lesion despite pre-dilation with 2.00 x 12 mm and 2.50 x 12 mm balloons. The device was removed, and the procedure was completed using an another device. No patient complications were reported. However, returned device analysis revealed that the stent was detached. A polymer extrusion break was also noted.